Event description:
It was reported that emboshield nav 6 device was prepared step by step according to the instructions for use. The filter was successfully delivered and released. After that, an acculink stent was implanted successfully. Then, the retrieval catheter was prepared step by step. The retrieval catheter was flushed and an attempt was made to retrieve the filter. The barewire of the emboshield nav 6 device was confirmed to have crossed the filter, however when the retrieval catheter and barewire were withdrawn, the filer was not inside the retrieval catheter and had not been retrieved. The director of the intervention department assisted in retrieving the filter of the emboshield nav 6 device using another unspecified medical device. No adverse patient sequela was reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: only the retrieval catheter was returned for analysis. The difficulties removing the filter were unable to be confirmed. Based on a visual, dimensional, and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.